Event description:
It was reported that the patient presented in clinic experiencing syncope. Interrogation revealed that the patient's right ventricle (rv) lead exhibited loss of capture and high impedance measurements. Programming changes were made. The patient was in stable condition.